Event description:
It was reported that the patient experienced an unspecified adverse event when the patient "received bolus of remodulin due to defective cassette." Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).